Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011, inratio: 1.5, re-test: 2.5, re-test: 1.2, re-test: 2.8. Results seemed unusual for him, so he re-tested. Each test was a few minutes apart and performed on a new finger. Pt is a new self-tester, who tested himself for the first time today. Pt didn't think they milked for finger when the results of 1.5 and 1.2 were obtained. He noted that they had more difficulty obtaining the sample when they obtained inr's of 2.5 and 2.8.

Manufacturer narrative:
Investigation pending.